Event description:
On (B)(6) 2025, the user was hospitalized for hyperglycemia with elevated ketones after not recognizing or addressing an occlusion alert, resulting in interrupted insulin delivery. The user was treated in the hospital with exogenous insulin and discharged on (B)(6) 2025. No long-term effects were reported, and the user planned to reconnect to the ilet after discharge.